Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'door latch error' which was reproduced. A review of the event history log identified the multiple presence of 'door jammed!' Messages. However, evaluation found that the device unable to recognize an open door. The cause was determined to be an out of specification upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a door latch error. There was no patient involvement. No additional information is available.